Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported by the basic evaluation patient that they had pain at their tailbone. On (B)(6) 2020, the patient reported ¿when I goes to potty, I don¿t do it, I just do slimy stuff.¿ no further complications were reported at this time.